Event description:
Patient reported during the 360 download diary, the history of the infusion device shows the device to have delivered 25 units of insulin on many occasions when it apparently was not requested by the patient. Patient stated after doing a blood glucose level, the bolus calculator recommended 25 units of insulin and when attempting to change this value, it would revert back to 25 units of insulin. Patient reported the issue appears to have begun on (B)(6) 2013, and on (B)(6) 2013, 75 units of insulin was delivered within 1.5 hours. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications. History list: on (B)(4) 2013 from 22:15 to 22:40 the pump was in stop mode (longest time). During this time the pump delivered no insulin. The daily total (daily basal rate and boluses) were between 33.7 iu and 150.3 iu. The daily basal rate was delivered. Boluses were programmed and delivered. Iu observed that the meter powered on with acceptable batteries. Iu connected the returned meter to retention pump and iu was able to connect the returned meter to a retention pump using bluetooth communication. Iu was able to change the setting and limits in the pump from the meter. Iu observed that the meter paired with pump correctly, no defects were observed. Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu manually reviewed the meters memory and observed that the meter's displayed bolus data was out of sequence with reference to bg data. Within the information provided by product support, they indicated that the meter was not designed to change the order of records in the diary and they will be represented in the diary in the order that they were loaded into the meter. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. Iu reviewed the meters memory for the values alleged by the customer. Iu observed that the bolus advice provided a value of 2.6 u; iu confirmed the bolus result and observed that the meter does produce a bolus reaction with the retention pump and the correct bolus is delivered to the pump, no bluetooth communication issues were observed. Bolus was correctly delivered to the pump, iu did not observe the meter providing any random bolus to the pump, no defects were observed. Iu observed that the bolus advice provided a value of 7.1 u; iu confirmed the bolus result and observed that the meter does produce a bolus reaction with the retention pump and the correct bolus is delivered to the pump, no bluetooth communication issues were observed. Bolus was correctly delivered to the pump, iu did not observe the meter providing any random bolus to the pump, no defects were observed. Iu accessed the bolus advice function from the main menu screen. Iu programmed a bolus advice was a carb value of 30 g. Iu observed that the meter provided a bolus result value of 6 u; iu selected "standard" as the delivery type. Iu confirmed the manually programmed value and observed that the meter displayed "no bg with bolus, consider testing bg before delivering insulin. Continue?" Iu selected "yes" and "deliver" in the bolus advice field. Iu observed that the meter delivered the 6 u to the retention pump. Bolus was correctly delivered to the pump, iu did not observe the meter providing any random bolus to the pump, no defects were observed. Iu accessed the bolus advice function from the main menu screen. Iu programmed a bolus advice was a carb value of 25 g. Iu observed that the meter provided a bolus result value of 5 u; iu selected "standard" as the delivery type. Iu confirmed the manually programmed value and observed that the meter displayed "no bg with bolus, consider testing bg before delivering insulin. Continue?" Iu selected "yes" and "deliver" in the bolus advice field. Iu observed that the meter delivered the 5 u to the retention pump. Bolus was correctly delivered to the pump, iu did not observe the meter providing any random bolus to the pump, no defects were observed. Additional analysis was performed on the returned meter due to the bolus calculation allegation. Additional analysis concluded that meter is functioning as intended, no bolus calculation issues were observed. Additional analysis was performed on the returned meter and pump. The meter, pump, and the ac360 download contained the same data with the exception of some results that were prior to the date of the meter/pump pairing on (B)(4) 2013 10:37 am. There was a single record ((B)(4) 2013, 11:15 pm) in the pump that was not synched to the meter for this reason. There were numerous records that bolus deliveries that were shown in the meter that were not present in the pump. It is likely that the meter was paired to a different pump before the returned meter was paired with the pump we received back. The customer's allegation of the meter is providing random bolus to the pump was not observed during the investigation of the returned product. This case will be set to not verified based on the iu's investigation of the customer's allegation. The problem mentioned by the customer could not be reproduced. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.